Manufacturer narrative:
.

Event description:
Pending fu to evaluate pump - only cartridges were addressed in initial completion.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that since starting on the pump, the customer has been experiencing elevated blood glucose (bg) levels (over 400 mg/dl). The customer addressed bg level using boluses from the pump and manual injections. The customer changed out supplies, but believes that the pump is not delivering insulin properly. The customer has also experienced low bg levels since (B)(6) 2016. Bg level was reported to be below 40 mg/dl. Assistance was needed from the customer's husband, who gave the customer juice and half of a banana to address low bg events. The customer felt that low bg issues were due to the pump delivering too much insulin.